Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation/slda appears to be due to challenging patient anatomy (large posterior flail). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior flail. One clip was implanted successfully reducing the mr to grade 1. Three days later an echocardiogram was performed and the clip was found to have come off of the posterior leaflet. In the treating physician's opinion, the slda was due to the flail leaflet. On (B)(6) 2023 a secondary mitraclip procedure was performed to treat the recurrent mr of grade 4. Two additional clips were implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.